Event description:
It was reported that stent was difficult to view under fluoroscopy. The target lesion was located in a coronary artery. A 3.50 x 20 synergy drug-eluting stent was selected for treatment. While advancing the stent under fluoroscopic guidance, the physician was unable to clearly see the stent struts making it difficult to find good stent placement prior to inflation. The stent was successfully deployed and the procedure was completed. No patient complications were reported.

Event description:
It was reported that stent was difficult to view under fluoroscopy. The target lesion was located in a coronary artery. A 3.50 x 20 synergy drug-eluting stent was selected for treatment. While advancing the stent under fluoroscopic guidance, the physician was unable to clearly see the stent struts making it difficult to find good stent placement prior to inflation. The stent was successfully deployed and the procedure was completed. No patient complications were reported. It was further reported that the target lesion was located in the non-tortuous and severely calcified left anteroior descending artery with 70% stenosis. The patients condition was stable following the procedure.

Manufacturer narrative:
Media review evaluated by MFR.: the device was not returned for analysis. Procedural angiographic media was provided to assist in the investigation. It was observed that a deployed stent was in the proximal left anterior descending artery (lad), however without the full series of the media including the positioning and deployment of a stent this cannot be confirmed. This potential stent was not evident in the other media clips. It could not be confirmed if these images were before or after stent deployment as there were no time stamps on the media clips provided. A constriction was noted in proximal lad however it was not clear if this clip was from before or after treatment of the lad.

Event description:
It was reported that stent was difficult to view under fluoroscopy. The target lesion was located in a coronary artery. A 3.50 x 20 synergy drug-eluting stent was selected for treatment. While advancing the stent under fluoroscopic guidance, the physician was unable to clearly see the stent struts making it difficult to find good stent placement prior to inflation. The stent was successfully deployed and the procedure was completed. No patient complications were reported. It was further reported that the target lesion was located in the non-tortuous and severely calcified left anteroior descending artery with 70% stenosis. The patients condition was stable following the procedure.